Event description:
It was reported the device failed the p.o.s.t. (Power on self test). The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the display lens was broken, the upper and lower cases were broken, the ring cover was contaminated, the two side bail covers were broken, the battery contacts were compressed, the battery drawer was out of specification, and the battery drawer o-ring was missing. (B)(4).

Event description:
It was reported the device failed the p.o.s.t. (Power on self test). The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).